Event description:
It was reported that during a sigmoid colon resection procedure, the initial procedure went well. It is unknown if a leak test was performed to test the anastomosis during the initial procedure. One week post-op, a leak was detected. It is unknown how the leak was detected or repaired. There is no further information at this time. The device was discarded. The r surgeon mentioned there could have been a patient history issue with the tissue. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.